Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with test results from results obtained of hi, 499, 385 and 367 mg/dl. The customer¿s expected blood glucose test result ranges are 110-120 mg/dl fasting am and 155-168 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results; customer stated she has a regular checkup appointment on (B)(6) 2025 so she will wait to see her doctor till then. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/15/2025 and open vial date is 6 days ago. The meter memory was reviewed for previous test result history (time not set): result 1: hi, date: (B)(6) 2025, time: 2:12p fasting am. Result 2::499 mg/dl, date: (B)(6) 2025, time: 4:29p fasting. Result 3 385 mg/dl, date: (B)(6) 2025, time: 5:59p unknown. Result 4: 367 mg/dl, date: (B)(6) 2025, time: 9:30a fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 28-aug-2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. Customer did state she went to hospital but it was unrelated to diabetes.